Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain. The patient was hospitalized and treated with unspecified antibiotics (intravenous) for the event. The patient was transferred to hemodialysis. Nine days after hospital admission, the patient was discharged. The cause and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.